Event description:
A father (who is an m.d.) Reported that his daughter was diagnosed with fusarium keratitis, while using complete moistureplus. The patient underwent emergency corneal transplant 10 days later after failed aggressive medical treatment with voriconazole, amphotericin and natamycin. She has a three month history of wearing soft contact lenses and exclusively using complete moistureplus. The patient's mother used the same bottle of solution, during the same time period without experiencing any reactions or adverse events. The patient was treated by several ophthalmologists, including a cornea and external disease specialist. We are attempting to obtain additional information from the attending ophthalmologists. This is the first report of any type received against the reported lot.

Manufacturer narrative:
The manufacturing site reviewed the batch record of the reported lot; the final release laboratory tests were all within specifications. No specific cause for this complaint was determined from the review of the manufacturing record and procedures or the inspection reports. The retained unit evaluations are in progress. The patient's family forwarded a closed lens case, used by the patient and containing residual fluid to a laboratory for susceptibility testing and organism identification; results not availabe at this time. The patient's family will forward the complaint unit to an outside laboratory for analysis. The family has agreed to notify the manufacturer on the results.